Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported stating haptic did not fold. There was no patient contact. Lens was not used. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Photo provided shows an activated autonome device. The plunger appears to be advanced into nozzle entry. The iol appears to be advanced into mid nozzle. Due to the quality of the returned photo, we cannot determine the reported complaint "haptic did not fold". We cannot confirm the reported event based on the returned photos and without the evaluation of the physical product. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).